Event description:
Pump declared a cartridge change error. The customer's blood glucose level displayed "high" however, the specific value was not known. The customer corrected the high blood glucose by administering manual insulin injection with no third-party intervention required. Ultimately, the pump was replaced. Customer will revert to manual insulin therapy until replacement is received.